Event description:
(B)(6). Subsequent to the previously filed report, additional information was received: the patient continued to have bilateral low extremity pain after walking for 3 to 4 blocks. On (B)(6) 2024, revascularization using various methods such as, drug coated balloon angioplasty and laser atherectomy was performed in the left posterior tibial, popliteal artery, and superficial femoral artery. The condition resolved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary scaffold procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2: outcomes attributed to ae: corrected from other serious to hospitalization-initial or prolonged, required intervention. B5: describe event or problem was updated and the study name was corrected from (B)(6) study report to (B)(6). H6: adverse event problem health effect - impact code 4614 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Crd_907 ilumien IV study report. Patient ID: (B)(6). It was reported that on (B)(6) 2021 the 3.x38 mm esprit btk scaffold was implanted in the left proximal posterior tibial artery. On (B)(6) 2024, the patient was seen for the three year follow-up visit and reported having bilateral lower extremity pain after walking for 3 to 4 blocks. This was documented as lower limb arterial occlusion. Recovery from the pain takes three minutes. Although the physician has indicated that the pain and occlusion in the lower extremities are not related to the scaffold, the patient was noted to have 50 to 75% in-stent target lesion stenosis on duplex ultrasound. No treatment has been performed as of this time. The patient met with the physician to discuss reintervention dates on (B)(6) 2024, but the date of upcoming treatment is pending. No additional information was provided.